Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was hospitalized on (B)(6) 2012 with elevated blood glucose levels (500mg/dl) and trace ketones. The patient was reportedly disconnected from the pump upon admission to the hospital and started on an insulin drip. The patient was discharged from the hospital on (B)(6). The patient's blood glucose level upon discharge was 105mg/dl. The patient resumed pump therapy while in the hospital. The patient's blood glucose level reportedly rose again on (B)(6) to 340mg/dl. The pump history was reviewed and the delivery history was found to be as expected. The reporter indicated that when the infusion site was removed in the hospital there was a lump under the skin at the site and there was dried blood on the site dressing. This report is being made based on the allegation that the patient was hospitalized for elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.